Event description:
It was reported that the ventilator's navigation ring was not functioning. The customer stated the unit changed modes by itself due to a faulty navigation ring. Additionally, it does not function at all or sometimes it jumps the settings around. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The device was evaluated by a philips remote service engineer (rse). The rse tested the navigation ring with power on use and confirmed the intermittent failure. The rse recommended a front bezel replacement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The device was being used for treatment when the reported event occurred. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
Part was received, and similar investigation on a similar failure indicates the root cause of the failure was determined to be liquid ingress due to the variability of the assembly process that causes the navigation ring to fail.